Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product was discarded by the hospital and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report five of five for the same event. Reports one through four are reported on MFR #0001032347-2016-00697 through 0001032347-2016-00700.

Event description:
It was reported that on (B)(6) 2016, the surgeon implanted the sternalock (sl) blu system and protocol following a partial sternotomy. The indication is noted as "replacement of the aortic valve." It is reported that approximation was achieved by instruments, not wires. It is reported that instability of the sternum was detected and a revision surgery was performed. It is reported that all plates were completely dislocated. No prior accident was reported.

Manufacturer narrative:
No product was returned as it was reported that the implants were discarded. The distributor reported patient was approximately (B)(6) years old, (B)(6) and had stage 2 chronic obstructive pulmonary disease. These are conditions that may have contributed to the dislocation of the implants, but this could not be confirmed as no x-rays, scans, pictures, physicians reports, or additional details were provided. For the aforementioned reasons, the most likely underlying cause of this complaint could not be determined. There are no indications of manufacturing defects. Supplemental report five of five for the same event, reference reports 0001032347-2016-00697-1 through 0001032347-2016-00700-1.